Manufacturer narrative:
Date inaccurate, only the month/year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell a couple of weeks after they were implanted and were able to get their ins reset with a manufacturer's representative. They reported that because the representative reset the ins for the patient they didn't have to undergo surgery again. No further complications reported.

Manufacturer narrative:
Device code (B)(4) and patient code (B)(4) added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.